Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was contamination on the response button switch. The response button cover was missing. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture date: monitor - (B)(4) -11/30/2018, belt - (B)(4) -11/30/2018.

Event description:
A us distributor contacted zoll to report that on (B)(6) 2020 a patient reported being treated by the lifevest. The treatment was confirmed in the patient's downloaded flags. The patient received one defibrillation shock. The patient was reportedly conscious and attempting to press the response buttons but reported that they were not working. The patient also reported that the response buttons would not activate the monitor following the treatment. The ECG data was not available due to a monitor device malfunction, so the appropriateness of the treatment is unknown. The patient reportedly did not seek medical attention and continues to wear the lifevest. There is no indication of a death or serious injury.